Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that the cell-dyn 1800 analyzer generated an initial wbc result of 23.4 k/ul that was questioned by a physician. The sample did generate a depressional data alert indicating that the result was outside of the normal range. The sample was repeated yielding a wbc of 6.0 k/ul. No impact to pt management was reported.